Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device was put through accuracy testing 3 times and all 3 results came out at the same number within specification. The manufacturer representative updated software, reset the unit to standard configuration, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was overinfusing. The event happened during testing. No patient involvement.